Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent loss of capture on right ventricular lead was observed post-procedure on telemetry. The capture was noted on increasing the right ventricular output. Right ventricular lead was found to be dislodged on chest x-ray. Lead was successfully re-positioned later on the same day on (B)(6) 2018. Patient¿s condition was stable throughout.